Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: there was "a dirty or damaged stopper." There is no further information reported at this time.

Manufacturer narrative:
H6: investigation summary. Bd received 1 sample and 4 photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter on the stopper with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter on the stopper was not observed. Bd was unable to determine the root cause of the indicated failure mode of foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: there was "a dirty or damaged stopper." There is no further information reported at this time.